Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient. The rep reported that there was a problem with the setscrew/screwdriver of the implantable neurostimulator (ins) that was intended to be used for implant. They stated that during implant procedure, the physician was able to screw in the first lead as usual, but on the second lead they kept twisting the screwdriver but didn't feel any tightening or hear clicking. When the physician tried to tug on the lead to see if it was secure, the lead easily backed out. The rep then got another setscrew/screwdriver for the physician to use for a second attempt. While using the new screwdriver, the physician was able to feel the screw tighten while twisting and the lead did not back out. The rep checked connectivity at that point, and everything tested green. The physician then continued to manipulate the screwdriver and connection when they stated that the screwdriver was stuck. The rep mentioned that the physician did not have a good feeling about things and requested to use another battery. As the rep prepared the new battery, the physician unscrewed the lead and as they withdrew the screwdriver, the setscrew from the ins came with it. The rep indicated that they connected the new ins with no issues, and the ins was implanted. The issue was resolved at the time of the report. The unused ins and initial setscrew/screwdriver was to be returned for analysis. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) determined that a procedural non-conformance was identified. They noted that the setscrew was backed too far out of the header block. If information is provided in the future, a supplemental report will be issued.